Manufacturer narrative:
Submission date of this report: 07/07/1998. Mfg event ID: rpic 318114. Drop detector phase v tabs are present and secure. Housing is secure to case and not broken or cracked. Tubeguide is attached and not broken. Tubeguide has steel posts. Knobs/screws are not damaged and tightened securely. Back of tubeguide shows no signs of rubbing rotor. Rotor is seated properly on the motor shaft properly. Two bent rollers. Rotor shows no signs of rubbing. Excessive spillage on rotor/rollers. Cover arm is seated properly on the lever shaft and moves freely. Touch panel is functional, lights illuminate and alarms sound. Pump operates on both alternating current and direct current power. Standard delivery test performed. Delivery results within specifications. Customer complaint not confirmed. Delivery test evaluation resumed and continued to 30 minutes. Actual delivery at 30 minutes was 31 ml; volume fed reading was 30 ml. Pump tested twice and delivered within specification both times. No functional problems noted with pump throughout entire process of testing, repair, and additional testing.

Event description:
This homecare pt was being fed using a pump. 250 ml of an enteral feeding solution were hung, and the pump was set to deliver 60 ml/hr. 250 ml were delivered in 10 minutes. Following the event, the pt vomitted. There was no illness, injury or medical intervention resulting from the event. The dme picked up the pump. He stated he believed the event was due to user error: when he observed the unit, the rotor was not seated, the tubing was incorrectly threaded, part of the tubing was out from under the cover arm, and the sight chamber was filled. One pt involved.